Manufacturer narrative:
(B)(4). Date sent: 08/24/2020. Additional information was requested, and the following was received: device reported was a cdh25a, could you please clarify how "knife reverse button could not work"? Please provide more details, since device doesn¿t have a reverse button. Was the knife was stuck after firing and did not return (cdh25a)? Did the knife appear to be damaged or lose? Is the event description correct for the cdh25a device? Response: all the above answers are unobtainable.

Manufacturer narrative:
(B)(4). Batch # t5e113. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Regarding event description we are requesting your support to clarify the following: device reported was a cdh25a, could you please clarify how "knife reverse button could not work"? Please provide more details, since device doesn¿t have a reverse button. Was the knife was stuck after firing and did not return (cdh25a)? Did the knife appear to be damaged or lose? Is the event description correct for the cdh25a device? Per photographic evaluation: upon visual inspection of three photos, the following was observed: the first photo shows a device from top view and the trigger can be seen in firing position and the safety disengaged. The second photo shows a device of causing area and the knife can be seen protruding of guide face and the causing half washer was noted on the knife. The third photo shows a device from top view and the trigger can be seen in firing position and the safety disengaged. Also, the knife can be seen protruding of guide face and the causing half washer was noted on the knife. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Although there is no direct evidence of use error, the instructions for use do contain the following caution: after the firing stroke is completed, release the firing trigger, allowing it to return to its original position, and re-engage the safety. To reset the safety, pull the firing trigger back to its original position, if necessary. The event described could not be confirmed as the device performed without any difficulties. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the radical gastrectomy for gastric cancer, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. It is unknown how the surgeon removed the device from patient. There were no adverse consequences to the patient. No additional information can be provided.